Event description:
Controller fault alarm, only when power was used in port one of the controller, was reported from the site in (B)(6). The patient was ambulating during the event. The controller was exchanged with no effect on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. Additionally there is a warning to always keep a spare set of fully charged batteries and a back-up controller available at all times. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received reported that the patient (B)(6) was at home during the event and it occurred when a battery was connected to port 1. The device had not been dropped and there was no damage to the controller. The patient was not performing any activities prone to static electricity during the event and there was no open port on any of the power connections at the time of the alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; log file analysis did not reveal any controller fault alarm. The device was related to the reported event. Analysis of the device revealed that the device met specifications during testing. The controller fault could not be duplicated during bench testing. Log file analysis did reveal premature power switching events. The root cause of the switching events can be attributed to a communication error between the controller and batteries. This is considered an incidental finding not related to the reported event of a "controller fault alarm". The manufacturer has opened an investigation into this type of communication error, which has a remote potential for causing injury. Based on the available information, a root cause cannot be determined; log file analysis did not reveal a controller fault alarm. Investigation into communication error between controller and batteries has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.